Manufacturer narrative:
Evaluation, results: inherent risk of procedure (conversion to surgical repair); patient's condition affected effectiveness of device (pre-existing condition; pre-op dissection); unapproved use of device (pre-op dissection). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op dissection); user error contributed to event (pre-op dissection).

Event description:
A valiant captivia thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-existing type b dissection. It was reported that prior to insertion of the stent graft system an aortic occlusion requiring carotid-carotid bypass was performed in order to obtaine a good seal (2cm). The stent graft was inserted in the patient the proximal bare spring of the stent graft was at the level of the innominate artery which created a type a dissection. The patient was converted to an open surgical repair. No additional clinical sequelae were reported and the patient is fine.